Event description:
Reported provided by the end user states that they have noticed a circumferential redness under the white tape collar of skin barrier. The end user does experienced itching from this area. The end user changes her wafer every 5-7 days and uses a barrier wipe to her peristomal skin. The end user was instructed on crusting with ostomy powder and skin protective barrier wipes or water. Instructed on cleansing the peristomal skin with water and mild soap; one without lotions, moisturizers or creams. Instructed if area does not improve or she has any questions to contact us for additional instructions. Advised to cut white tape collar off of her barrier until samples are received. Recommend skin barrier without tape collar and convex inserts. The end users subsequent outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued 04/16/2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.